Manufacturer narrative:
The lens was returned for analysis. Visual inspection found only half of the optic was returned torn or cut in half. The haptic plate was torn off and missing. Cause of damage could not be determined. Functional testing could not be performed due to the damage. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on available information, a root cause for the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted 5 months post implantation in the patient¿s eye due to lens vault (z-syndrome). The incision was not enlarged; however, suture was required. Additional information has been requested, but has not been received.